Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary stone management procedure on (B)(6) 2013. According to the complainant, the patient presented stone obstruction in the common bile duct. A duodenoscope was placed through the patient's ampula and a jagwire was inserted through a tome for cannulation of the ampula. When the jagwire was withdrawn, the tip detached into the patient's common bile duct. The physician attempted to sweep the tip out of the duct with balloon extractor, but was unable to remove all of it. The physician did not have concerns regarding the detached piece. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will be returned for evaluation, however it has not yet been received; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. The presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. It is most likely that due to anatomical/procedural factors encountered during the procedure, since the presence of adhesive indicating proper manufacturing was determined, hence the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a biliary stone management procedure on (B)(6) 2013. According to the complainant, the patient presented stone obstruction in the common bile duct. A duodenoscope was placed through the patient's ampula and a jagwire was inserted through a tome for cannulation of the ampula. When the jagwire was withdrawn, the tip detached into the patient's common bile duct. The physician attempted to sweep the tip out of the duct with balloon extractor, but was unable to remove all of it. The physician did not have concerns regarding the detached piece. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.